Event description:
It is reported that the device was implanted on april 21, 1998, and revised july 15, 2005, due to breakage.

Event description:
It was reported that the device was implanted on april 1998 and revised july 2005, due to breakage.